Event description:
It was reported that the patient with this implantable lead had exhibited erosion. Reportedly, the pacemaker and the leads were exposed to the skin due to the progression of weight loss. According to the physician, the patient does not have indications of reoperation because of the advanced age. All available information indicates that as of this time, the pacemaker and leads remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).